Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by newcastle engineering lab. The root cause is unable to be determined at this time. A review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release. If any additional information is provided, a supplemental report will be submitted.

Event description:
An investigation report from an implant retrieval center was received and reported that during examination the rod exerted no force during testing. Additionally, the o-ring seal was broken and the leadscrew was seized inside the extending bar. The radial bearing was in place and could rotate, however, it was seized to the magnet. No additional information is available.